Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: during investigation, the ok keypad button was over responsive. The contrast, down arrow, and up arrow keys were responsive. The ok button contact was cracked. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed the ok keypad button was under responsive. This report is made based on results of investigation completed on 18-sept-2018.